Event description:
It was reported prior to and during use of bd vacutainer® pst¿ gel and lithium heparinn 83 units, 10 tubes exhibited bubbles in the gel separation barrier. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-feb-2026. Investigation summary : bd received 3 samples and one photo for investigation. The evaluation of the samples and photo confirmed the indicated failure mode; air bubbles are seen in the gel in the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles-before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k954592. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to and during use of bd vacutainer® pst¿ gel and lithium heparinn 83 units, 10 tubes exhibited bubbles in the gel separation barrier. No adverse impact was reported regarding the patient or user.